Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the tracheostomy tube was inserted into the pt and the cuff broke. The tube was removed and the pt was re cannulated with a new tube.